Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result from the cobas 6000 e 601 module serial number (B)(4) when compared to a compared to beckman coulter dxi. The initial result was 159.7 pg/ml. This was an aliquot sample from a sst. The customer froze the aliquot and the sst was placed in the refrigerator. The questionable result was reported outside the laboratory and the patient's doctor questioned the result and requested a redraw of a new sample. The new sample was tested on a beckman coulter dxi with a result of 23 pg/ml. This discrepancy prompted the customer to send the frozen aliquot from the (B)(6) 2020 draw to reference laboratory on (B)(6) 2020 with a result of 172.3 pg/ml on a roche analyzer. The customer also pulled the original sst that had been refrigerated and repeated it on the same analyzer as the original result with a result of 173.6 pg/ml. The remaining sample of the refrigerated sst to another lab for testing on the dxi and the result was 62 pg/ml. It was also tested by gc/ms but there was an error and not enough sample to repeat it. The same patient had another sample collected on (B)(6) 2020 and the test run on the original analyzer with a result of 219.3 pg/ml.

Manufacturer narrative:
Calibration and qc information were acceptable. The patient was being treated with various steroids including dhea, progesterone, and testosterone. Per product labeling: "steroid drugs may interfere with this test." For a safe determination of steroids with immunological methods it is advisable to stop steroid medication beforehand. Alternatively, use mass spectrometry-based methods. Based on the available data, the investigation did not identify a product problem.